Event description:
Pt had an aortic valve replacement using a valve on 9/7/95. Post-op echocardiogram revealed a significant gradient across the valve. Flouroscopy revealed decreased mobility of one of the leaflets. The pt was taken back to the or on 9/25/95 for examination of the valve & replacement of the prosthesis.